Event description:
On (B)(6) 2009, the pt reported that yesterday, after inserting a new insulin cartridge into the infusion device, a large air bubble formed. He attempted to prime it out several times but was unsuccessful. To troubleshoot he was instructed to disconnect from his infusion site and to place the infusion device in the stop mode. He removed the insulin cartridge from the infusion device and attempted to push the air from the cartridge using the plunger rod. He was unsuccessful and stated that he would insert a new insulin cartridge. Upon follow up on (B)(6) 2009, the pt stated that he changed the insulin cartridge and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.